Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the therapy pad was rubbing against her breast and a scar developed. There was no alleged device malfunction contributing to the irritation. The patient used neosporin and adjusted the garment. Follow up indicated the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the therapy pad was rubbing against her breast and a scar developed. There was no alleged device malfunction contributing to the irritation. The patient used neosporin and adjusted the garment. Follow up indicated the irritation improved. Supplemental report 10/07/2021: submitting report to correct section g4.